Manufacturer narrative:
(B)(4). Insulin pump was received with blank display due to moisture damage on electrical board. Unable to verify low battery alarm or battery longevity due to blank display.

Event description:
The customer reported via phone call that the insulin pump had fast depleting batteries. The customer's blood glucose value was unknown. Customer reported fast depleting batteries on just recently received replacement insulin pump. Customer stated that they already tried using fresh alkaline batteries and lithium batteries but still all were depleted in just a span of a few minutes. The device was returned for analysis.